Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with low lead impedance and a rising threshold. The doctor organized a chest x-ray which did not show any issues with the lead. The doctor has chosen to continue to monitor the lead. The patient was stable.